Event description:
My husband has rods[medtronic] (12 levels fused w/ rods) put in on (B)(6)2016. In (B)(6) 2017 started having pain, had xray, in (B)(6) 2017 rods broken in 2 pieces. Had partial rods removed and replaced with add'l rods put in on (B)(6) 2017. In (B)(6) had first xray to see how was healing and the rods that were left in l/4-s/2/3) from first rods were broken in 3 places. Only 4 months out from 2nd surgery. This played with my husband's psyche and was experiencing extreme pain. Started having breathing problems from the extreme crook in my husband's back. My husband tried numbing himself mentally to not think about facing a 3rd surgery. He passed away on (B)(6) 2018. These products need review. Cobalt chrome rods medtronic's products.